Event description:
Ltv900 ventilator stopped working with no alarm on warning. The pt is quadriplegic, past c1-2 fracture and ventilator dependent. Pt on ventilator continuously. Ventilator stopped working with no alarm. Private duty nurse with pt started bagging while family member set up back-up ventilator and connected pt. Co to report also.